Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as on the patients back. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed powder compound by a medical professional. The doctor advised to remove the device off until the patient could use the prescribed powder. The patient did remove the device but did not use the prescribed medication. The outcome is unknown as support services exhausted all attempts to reach the patient.